Manufacturer narrative:
Initial reporter is a field service engineer. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that 16 days after beginning intra-aortic balloon (iab) therapy the nurse found blood stains in the catheter. There was no alarm generated. The iab was removed and checked. It was noted that the iab was found broken with blood in the balloon. There was no issue with the iab pump. There was no reported injury to the patient.